Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a high glucose event while using the ilet, with sensor readings exceeding 400 mg/dl after dinner and without a meal announcement; the device provided prolonged high-glucose alerts and no infusion set issues were reported. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no assistance required, no back-up therapy use, and no ketone testing; glucose later returned to range. Investigation included troubleshooting and education focused on high glucose management and meal announcement practices. Investigation of this case revealed that the event was consistent with a missed meal announcement leading to postprandial hyperglycemia, without evidence of device or infusion set malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related management factors, specifically a missed meal announcement.